Event description:
The customer reported that a study was overwritten by another study, which resulted in the pt receiving unnecessary treatment. There was no adverse event, and no harm was done to the pt.

Manufacturer narrative:
The customer reported that a study was overwritten by another study, which resulted in the pt receiving unnecessary treatment. There was no adverse event, and no harm was done to the pt. A philips clinical specialist evaluated the system at the customer site and determined that the study had been overwritten by another file that the customer had created. We consider this to be a malfunction, caused by the user overwriting a file. Philips has made the customer aware of the cause of the overwritten file.